Manufacturer narrative:
H3: product # 9560100 ; lot # 1462714 (r) analysis summary: service report confirmed that, the outer tube and tip were damaged and foreign matter was confirmed. The root cause was unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from user facility via medtronic field representative regarding an event happened during intra-op for a procedure of med, patient with pre-operative diagnosis of intervertebral disc herniation. It was reported that the tube was unclear, and something like water droplet¿s were confirmed. It was mentioned that the issue was not resolved even after wiped with dry gauze. It was mentioned that there was an operation with med on (B)(6) 2020, and there was no problem with the crispness of the image, and the operation was completed. Since there was another operation at the same facility on (B)(6) 2020, the instrument used on (B)(6) 2020 was diverted, and used. Since there were water droplet¿s confirmed, the standard scope was used, and confirmed the image was clear, and completed the surgery. The product came in contact with the patient, and shown no impact as a result. There was no delay in surgery reported as a result of this event. There were no patient symptoms reported as a result of this event. There were no complications to patient, or physician were reported/anticipated.